Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5101000 that a female patient underwent a breast surgery with two 350cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue, joint pain, muscle pain, dry skin, dry hair, hair loss, itchiness, gi issues, gallbladder removal, depression, anxiety, brain fog, vision problems, rashes, suicidal thoughts, and unwell feeling. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral removal without replacement sometime in (B)(6) 2021. The implantation, event, and explantation dates were estimated as (B)(6) 2013, (B)(6) 2013, and (B)(6) 2021 respectively based on available information. This report is for the right-sided prosthesis.